Manufacturer narrative:
The lumenis customer engineer ce found that the glass window in the customer power meter was dirty, causing possible energy variations. This foreign material contamination appears to be the root cause of the incident. Per the ce, the device output was within specification, but averaged high by 3-5%. The ce replaced the power meter glass window, performed an energy meter factor calibration and calibrated the treatment head. After preventive maintenance, the device passed safety and operational checks.

Event description:
Per the customer, two pts had more intense reactions than expected to ipl photofacial treatment. Based on various reports from the customer, it appears that one pt had purpura and blistering following treatment at 22 joules and was prescribed silvadene cream. It appears that the second pt rec'd red stripes that had the potential to blister despite lowering the fluence from 27 to 25 joules (otc intervention only).